Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced a change in therapy effect and had more pain in the last 2 months. Additionally, the pump had a volume discrepancy. The actual residual volume was greater than the expected residual volume (specific values were not provided). Pt said everything worked fine up to 2 months ago when the volume discrepancy started. A dye study was planned. The drug, dosage and concentration were unk. Add'l info has been requested and will be made as f/u as it becomes available.